Event description:
The report received from the affiliate indicated that during the procedure, the precise pro rx ous carotid system, 6f, 9mm x 40mm, 135 cm stent could not be released within the body of the patient. The procedure was completed successfully with same like product. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No target lesion, lesion characteristic or additional information was available. Addendum: preliminary inspection of the returned product indicated that the stent was protruding/partially deployed.

Manufacturer narrative:
Complaint conclusion: during the procedure, the precise pro rx stent could not be deployed. The procedure was completed successfully with another precise sds. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No target lesion, lesion characteristic or additional information was available. The product was returned for inspection. One non sterile precise pro rx us carotid syst 9x40mm was received inside a plastic bag. Blood residues were observed in the hemovalve and was received closed. Also, blood residues were observed inside the outer member. The stent was observed pre-deployment. No more anomalies were found. Functional test was performed and the stent could be deployed. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "pre-deployment" condition found could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported "deployment difficulty-unable" by the customer could not be confirmed; since no anomalies were found during functional analysis. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore, no actions were taken. Analysis of the returned device did not confirm the event. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.